Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics.

Event description:
It was stated that the insulin pump had a blank display. Troubleshooting was performed, but the display remained blank. Nothing further was reported.